Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. Usage residues were observed throughout the sample. A partially circumferential split was observed at the luer/tubing joint. Microscopic inspection of the split revealed a granular fracture surface. Beach marks were observed throughout the fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured, in part, due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed; however, the early signal detection system indicates an additional investigation is necessary. Both bd and the supplier are currently investigating potential actions to mitigate this type of incident and the complaint sample was manufactured prior to the implementation of any such actions. The supplier has been notified of this event. A lot history review (lhr) of asdyf019 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient awoke at home and discovered a moderate sized spot of blood on their bed and found that blood was backing up in the tubing of their bard safestep huber needle set which was being used to access their ivad in order for them to receive an infusion of blinatumomab. The blinatumomab infusion was running via a cadd solis pump. Patient was brought into the peds oncology day unit where a nurse, who was assessing their huber needle set, and discovered a crack in the tubing right at the point where the tubing meets the luer lock connection end. The broken needle set was removed and the patient was re-accessed and the blinatumomab infusion was resumed. This patient is settled, cooperative child. The patient's father reports that there have been no apparent strains on the line as the patient is not particularly active while at home.